Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently declared a battery depletion (bd) alert. Boston scientific technical services (ts) was contacted and confirmed that the alert was consistent with extended magnet application, and that the alert could be disregarded. It was confirmed that the device was depleting normally. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.